Manufacturer narrative:
(B)(4), date sent: 11/16/2021 upon review of this event, it was determined that this information had been previously reported under medwatch report number 3005075853-2021-05065. All details, including any new information obtained will be captured and reported under 3005075853-2021-05065.

Manufacturer narrative:
(B)(4). Date sent: 09/27/2021. Additional information was requested, and the following was received: what anatomical structure was device being fired on in the first firing? Colon. What were the indications for surgery? Tumor in colon. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visibility low down in the rectum is quite challenging he used tactile feedback was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? I would say he repositioned 1-2 times. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? 1 firing. Were there staples seen in the surgical field? There were incomplete staples detected beside the cut line in the specimen when it was removed. Were there staples seen in the cartridge deck after the firing? No. If the device was reloaded, was there difficulty reloading the device? No. What is the current status of the patient? Patient is doing really well and has been discharged from hospital. What was the ultimate reason for converting to a colostomy? In complete anastomosis but potentially this would have happened with this patient anyway as it was a really difficult case was it the contour device, the powered stapler or patient factors? Difficult case combined with incomplete staple line from contour device.

Manufacturer narrative:
(B)(4). Batch # unk. Health effect ¿ clinical code = (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received could you please clarify if there were any patient consequences? Yes, the patients anastomosis was compromised due to the incomplete staple line. They did defunction the patient so it will only be through time if we know if any long term complications occurred. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? As per above, the powered circular anastomosis wasn¿t as intact as it should have been, the patient was fitted with a stoma and will only know if this can be reversed through time and the patient healing process.

Event description:
It was reported: type of injury: revision. Injury details this device failed to staple while cutting the colon which resulted in the surgeon then having to suture the area due to the device failure. Details of incident: the surgeon had fired the contour device with absolute no issues - device cut and stapled as normal and as expected from the device. However, the device was reloaded ( can be reloaded 6 times) and fired as normal but this time it failed to staple - just cut. This resulted in mr d. Having to suture the area.